Manufacturer narrative:
The customer canceled the service call. No ge service was required. The customer reported that the system is operating as intended.

Event description:
The customer reported that the system displayed a filament regulator failure error message. No pt injury was reported.